Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that found the malfunction was caused by user is not aware was made on the facility. The technical service engineer assisted to update the formulary item to ensure that all the required fields are populated. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a patient data problem. Profiled med did not appear on the med station. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.